Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium prime coil prematurely detached. It was reported that when an attempt was made to insert the coil into the aneurysm as the first framing coil, the framing could not be coiled up well. When it was inserted and retracted several times, it was concluded that it prematurely detached inside the microcatheter. The coil was removed with the microcatheter and the entire coil delivery wire system. The coil was replaced, and the procedure was completed normally. There was no deformation or damage to the delivery pusher, and there had been no resistance during delivery. The coil had been repositioned 5 or more times. No detachment attempts had been made, and the physician did not rotate the delivery pusher inside the patient. A continuous flush had been administered. The event was said to be not associated with the patient. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a headway 17 microcatheter.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within a sealed biohazard pouch; within a sealed biohazard bag; within an opened axium prime coil outer carton and within a resealable biohazard bag. Visual inspection/damage location details: the axium prime coil was returned within introducer sheath. The actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. This is indicative mechanical method detachment was not attempted. No bends or kinks were found with the axium prime coil pushwire. The coin was found to be still against the lumen stop. The implant coil was found to be already detached. The implant coil was found to be stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports): under the microscope, the outer jacket was then removed to gain access to the coin. The coin appeared to be in good condition and with blood residue. The coin was measured to be 0.096mm at 0.072mm which is within specification, 0.095mm at 0.127mm, and 0.096mm at 0.275mm which were within specification. The lumen stop was found to be occluded, damaged and unable to be measured accurately. The retainer ring was found to be visually acceptable and measured to be 0.0050¿ which is within specification. Conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the axium prime coil was returned with the implant already detached; however, the cause could not be determined. The customer reported no manual detachment of implant were attempted. Since the implant coil detach element was not returned for analysis, any contributing factors could not be determined. A possible cause for premature detachment is the coil not being retracted in a one-to-one motion with the implant pusher during repositioning. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was being treated for a ruptured anterior cerebral artery (aca) aneurysm with a size of about 4 mm. Vessel tortuosity was normal. The cause of the event was unknown.